Event description:
The laparoscopic clip applier wouldn't occlude the tissue/hole. While removing the clip applier, the tissue was held in the tip and tore the hole bigger. The hole was sutured closed.